Manufacturer narrative:
The device was received for evaluation. Magnification inspection and functional testing was performed included leak testing, clear passage test and clamp function test. A small hole in the tubing was identified. The reported condition was verified. The cause of the leak was determined to be due to a hole in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set leaked during a fill. The patient was connected at the time of the leak. It was stated that the leak was near the twist clamp and a pin hole was found 1 cm from the clamp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.